Event description:
It was reported that a cartridge alarm occurred during insulin delivery and the load sequence. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.